Manufacturer narrative:
Concomitant product(s): d314drg ICD, implanted on: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced t-wave oversensing (twos) and an episode of r-wave undersensing. It was also reported that the right atrial (ra) lead exhibited occasional p-wave undersensing during an atrial tachycardia/atrial fibrillation episode. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.